Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to an unknown reason. The device was not replaced with any other device. No adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to an unknown reason. The device was not replaced with any other device. No adverse patient effects were reported.